Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was having trouble with their device and could not do anything without jolting themselves. Patient stated their program was not right, whatever it is it is not right, and it was awful and was having trouble manipulating the device to get on the program again. Patient was back to frequent bathroom trips because everything was off the charts. Patient was hurting because they were doing something wrong when trying to adjust settings and felt electric shocks when adjusting stimulation. It was noted that the patient was back at ground zero and needed help and that their return of symptoms was worse at nighttime. Daytime was not bad. Patient was getting up four to five times a night. Amplitude was increased and patient wanted to stay on current program 1 and try increasing stimulation first to see if it resolved their issues. Patient increased stimulation from 2.4v to 2.7v where patient's stimulation was a bit irritating, but they noted from past experience that within 5 minutes their stimulation would be comfortable. Patient increased stimulation to 2.9v and stated they could deal with it there. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.